Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the drive support disk is protruding. The insulin pump passed the displacement test. Customer's blood glucose reading is 148 mg/dl. Assisted with manually priming the insulin pump, motor error did occur during priming. Advised customer that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.